Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. It was reported that customer was hospitalized. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis. Frn-mmt-unk-rsvr, unomed set.

Manufacturer narrative:
S/w 4.11e. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs/dka on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded end cap address label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 14-mar-2023 in the pump history file. On (B)(6) 2022 21:52:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2022 22:02:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2022 22:26:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2022 22:36:01.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2022 20:10:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2022 20:20:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2022 20:41:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2022 20:51:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2022 20:52:19.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2022 20:52:31.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 06:04:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 06:33:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 18:08:47.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2023 15:28:45.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 15:38:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 15:27:31.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 16:28:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 16:38:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 17:01:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 17:11:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 16:33:53.000 battery removed. On (B)(6) 2023 16:33:53.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 16:35:51.000 battery inserted. On (B)(6) 2023 16:35:51.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2023 16:36:01.000 battery removed. On (B)(6) 2023 16:36:01.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 16:37:09.000 battery inserted. On (B)(6) 2023 18:44:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 21:33:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 21:50:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 23:00:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 08:31:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 08:41:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 09:02:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 09:12:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 11:33:12.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 10:36:00.000 alarm alert notification. Fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2023 10:46:00.000 alarm alert notification. Fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2023 11:38:00.000 alarm alert notification. Fault number = cannot find sensor signal 2 alert (791). On (B)(6) 2023 11:56:00.000 alarm alert notification. Fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2023 12:05:00.000 alarm alert notification. Fault number = cannot find sensor signal 2 alert (791). On (B)(6) 2023 22:07:00.000 alarm alert notification. Fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2023 22:16:00.000 alarm alert notification. Fault number = cannot find sensor signal 2 alert (791). On (B)(6) 2023 22:26:00.000 alarm alert notification. Fault number = cannot find sensor signal 2 alert (791). On (B)(6) 2023 06:50:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 07:00:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 11:37:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 11:47:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 12:10:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8). On (B)(6) 2023 13:09:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 13:19:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 13:40:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 13:50:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 14:09:05.000 battery removed. On (B)(6) 2023 14:09:05.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 14:11:30.000 battery inserted. On (B)(6) 2023 14:11:41.000 battery removed. On (B)(6) 2023 14:11:41.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 14:12:47.000 battery inserted. On (B)(6) 2023 14:12:56.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 14:12:56.000 battery removed. On (B)(6) 2023 14:12:56.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 14:12:58.000 battery inserted. On (B)(6) 2023 14:45:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 14:55:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 18:13:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 18:23:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 18:39:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 16:07:09.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 17:16:02.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 17:17:17.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 17:19:19.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 17:20:01.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2023 09:01:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 13:59:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 23:30:00.000 alarm alert notification. Fault number = change battery fault (73) on (B)(6) 2023 23:40:00.000 alarm alert notification. Fault number = change battery fault (73. On (B)(6) 2023 00:01:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 00:11:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 00:12:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 00:12:27.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 00:12:38.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 02:36:43.000 battery removed. On (B)(6) 2023 02:36:43.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 02:46:00.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 02:47:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 02:47:29.000 alarm alert notification. Fault number = software error (53). On (B)(6) 2023 02:47:31.000 alarm alert notification. Fault number = batt out limit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, or cannot find sensor signal alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 53 found in the pump history download. History file analysis confirmed pump error 53 on (B)(6) 2023 at 02:47:29.000 due to software error (line number = 5632, file number = (B)(4). No pump error 23 noted during testing. Lost sensor alert not confirmed. Change battery fault (73)/replace battery alert not confirmed. Off no power (11)/replace battery now alarm not confirmed. Batt out limit (6)/power loss alarm not confirmed. Failed batt test (58) not confirmed. No delivery after estimate zero (8) not confirmed. No delivery (7) not confirmed. Cannot find sensor signal alert not confirmed. Low battery alert (104) not confirmed. Pump error 23 not confirmed. Pump error 53 confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Pump error 53 confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.